Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, station was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating and in disconnected mode. The technical support specialist (tss) confirmed that customer rebooted the system, discovered a loose network port, and worked with the hospital it team to fix it. The system functioned as intended after the customer resolved the issue.